Manufacturer narrative:
Initial reporter occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 was placed on the patient following a left heart catheterization (lhc) via radial. When the patient was received in post op, the band was completely deflated. The tr band left the procedure room at thirteen (13) ml's and in just a couple minutes, it deflated. There was no patient injury/medical or surgical intervention required.

Manufacturer narrative:
This report is being sent as follow-up #2 to update section h3, and to provide the completed investigation results. One tr band 2 was returned to terumo medical corporation for evaluation. The returned sample included the band assembly and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There was no air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the corner of the balloon tab. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 12 jun 2023: there was a slender used in the access site. Hemostasis was achieved by holding pressure. There was no noticeable damage to the device. The device was not manipulated before use in any way. The tr band was stored like normal. The patient was stable and there was no blood loss.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update sections b1 and b2, to provide additional information in section b5 and to update section d9. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.